Manufacturer narrative:
H6: d1102, f1909 code was updated, previously updated d02 not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during procedure that the device had bends too much because it is not armed. Obligation to interrupt the operation to straighten the device in order to avoid desaturation of the patient. Procedure was delayed by twenty minutes. The procedure was completed with the reported product. There was no patient impact.

Manufacturer narrative:
H3: visually, the device was returned in a u-shape state and had surgical tape wrapped near the clamp shell. There was a yellowish r esidue on the outside diameter of the cuff balloon. Under magnification, there were small voids in the blue and red with white stripe ink traces (underneath the adhesive) and blue with white stripe trace pad. Due to the wire harness being cut, each wire was stripped to perform continuity testing. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 31 ohms (blue), 8.0 ohms (blue with white stripe), 22 ohms (red), and 14 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, a syringe was used to inject 15cc of air into the cuff and the cuff inflated and deflated with no issues. The device failed console functional testing due to defective state of the wire harness upon return. A review of the global complaint data showed no other complaints about this lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during procedure that the device had bends too much because it is not armed. Obligation to interrupt the operation to straighten the device in order to avoid desaturation of the patient. Procedure was delayed by twenty minutes. The procedure was completed with the reported product. There was no patient impact.